Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32071, related manufacturer reference number: 1627487-2020-32073, related manufacturer reference number: 1627487-2020-32074. It was reported the patient was not receiving effective stimulation. In turn, surgical intervention was undertaken wherein the two leads with high impedance were explanted and replaced. During the procedure on (B)(6) 2020, other two leads were found to be coiled together and moved in the process. Physician elected to explant and replace all four leads. This addressed the issue. It is unknown which two leads had high impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.